Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced multiple issues with their insulin pump, including a blank screen after replacing the battery and a low battery icon despite using new batteries, indicating a short battery lifetime. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed for display issue, and it was identified that the customer was not using the correct battery cap (acc-1528) for the pump. After switching to the correct battery cap, the display returned to normal. Troubleshooting was performed for batery alert issue. The customer was advised on proper battery usage and conservation techniques, including using aa lithium batteries and minimizing backlight timeout and brightness. Additionally, the customer was informed that restarting the pump could help utilize both the alkaline and internal batteries. The customer declined to document active insulin amount and active insulin time settings. No harm requiring medical intervention was reported. No product return is required for mmt-1884.